Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they called the doctor last week because they were experiencing a sensation in their rectum area that they hadn't been having before. Patient stated they noticed it the most when they were sitting down. Patient said when they went for their check up they thought the device wasn't working properly so the physician's assistant increased the stimulation a little bit and told them to let them know when they feel the stimulation and after a few minutes it went away and they said no, it's still there and they need to turn it back down. Agent asked patient if they had any falls and patient stated that they did fall out in their yard a while back, a couple weeks ago, but they didn't fall that hard and were able to get right back up and they fell forward. Patient confirmed they did not fall backwards and that they fell on their stomach and didn't have any kind of pain or anything like that. Patient wanted to know if there was a way that the device could have gotten displaced and that was why they were feeling this all of a sudden . Agent reviewed with patient that it was possible to have a fall and that it would be best to contact their healthcare provider to further investigate the issue. Agent walked patient through connecting to their settings and decreasing the stimulation to a comfortable level. Patient would monitor their symptoms. Patient reported painful stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.